Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 388928, lot# 0209642819, product type: lead.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) in a foreign clinical study that a patient had pain at the battery location. The battery was kept but placed at the same location more superficially. No further complications were reported/anticipated.